Event description:
It was reported that there was no water flow plastic line in arctic gel pad marked in red. So, the water did not go inside though the flow line which leads low water flow in pad. Per follow up information received via mail on 14jun2024, it was reported that the product was already sent to the facility for evaluation. The issue was resolved, pir has been completed and the product was sent to the facility for evaluation. And a new sample will be sent to customer for compensation.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is that a pad line was not connected to the port barb of the connector. Visual evaluation of the returned sample noted one opened arctic gel small pad kit present with no original packaging. Two photos were also received for evaluation. Visual inspection noted the following. -one returned photo shows the tubing on the positive side of the connector highlighted. The customer is pushing their finger down on the foam tubing jacket in the photo to show that there is no tubing underneath. The other returned photo shows the sticker for a right thigh pad, lot number nghy0256. -no obvious visible defects such as cuts or tears in the foam. -no visible chips or deformities at the ends of all connectors. -tubing for all the pads noted no major kinks present. -tubing on the left thigh pad was disconnected from the connector on the positive side. The customer had placed tape around the outside of the foam tubing jacket on this pad. -hydrogel was intact with all pads and not separated. -no crushed dimples or signs of overlamination in the pads. A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. (B)(6) rev 0 was reviewed for this investigation. The labeling is found to be adequate. 1. Arctic gel pads are only for use with an arctic sun temperature management system control module. See operators' manual for detailed instructions on system use. 2. Select the proper number, size and style pad for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the entire pad set (4). If the entire set of pads is not used, the minimum flow rate may not be achieved. 3. For patient comfort, the pads may be prewarmed using water temperature control mode (manual) prior to application. 4. Place the pads on healthy, clean skin only. Remove any creams or lotions from patient¿s skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion. 5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 1.7 liters per minute, which is the minimum flow rate for a full pad kit (4). 7. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard. Corrections: d, e, f, g, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no water flow plastic line in arctic gel pad marked in red. So, the water did not go inside though the flow line which leads low water flow in pad. Per follow up information received via mail on 14jun2024, it was reported that the product was already sent to the facility for evaluation. The issue was resolved, pir has been completed and the product was sent to the facility for evaluation. And a new sample will be sent to customer for compensation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.